Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he was unable to clear it. The device also had two cracks on it. Customer's blood glucose was 83 mg/dl. Customer stated the device was possibly exposed to moisture and the short was damp. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No display anomaly was noted during testing. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a stained end cap sticker.